Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a crack in the catheter was noted. The intellatip mifi¿ xp temperature ablation catheter was selected for an atrial flutter ablation procedure. Upon opening the device packaging there was a visible crack in the catheter tubing 5cm from the distal transition. The catheter was not used.

Manufacturer narrative:
Device evaluated by manufacturer - visual inspection revealed a cut in the proximal insulation approximately 17.3cm from the distal tip. The cut is approximately 75% around the circumference of the shaft with what appears to be tears on both ends. There is no damage visible on the sleeve of the guide coil inside the shaft however the tip wire has several superficial cuts in its insulation. The other wires are on the opposite side of the guide coil and are not visible. No other abnormalities noted in the insulation of the proximal or distal shafts. Electrical continuity checks found that me1 and me2 are open as checked manually using a multi-meter and breakout box. X-rays did not reveal any obvious fractures in the me wires. The proximal shaft outer sheath wand two wires were mechanically cut with a sharp tool approximately 17.3 cm from the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported a crack in the catheter was noted. The intellatip mifi¿ xp temperature ablation catheter was selected for an atrial flutter ablation procedure. Upon opening the device packaging there was a visible crack in the catheter tubing 5cm from the distal transition. The catheter was not used.